Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). As the device was not linked to the reported death until after the device had been serviced, a complete device analysis could not be completed to investigate the reported death. However, a review of the device logs was performed which revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events that could have caused or contributed to the patient's death. A review of the device service history revealed no previous service events that would cause or contribute to the patient's death. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away coincident with therapy for peritoneal dialysis. The patient was connected to the homechoice device when they passed away. Leading up to death, the patient experienced fluctuating glucose levels but refused medical care. The patient self-medicated with orange juice and took their spouse¿s medication for unspecified discomfort. That night, the patient passed away. The cause of death was reported to be hypoglycemia. An autopsy was not performed. Should additional relevant information become available, a follow-up report will be submitted.